Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown (B)(6). Investigation summary: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 4181798. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 4181798. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. This batch was manufactured before expiration dates were added to packaging. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported prior to use the label on box is discovered to not have expiration date with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that box did not have an expiration date on them. At least one of the syringes has an expired lot.